Manufacturer narrative:
(B)(4): unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-614 / lot: unknown (x4) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c5-c6. The following post-operative event was reported: post op visit date-2004 (B)(6) ae onset date: 2004 (B)(6) ae description: pt c/o pain in both arms. Medication: yes additional surgery: see below additional surgery date: 2004 (B)(6) hospitalization: yes, additional treatment: sx type: removeal interior cervical hardware and graft and scar tissue, revision discectomy c5/c6 bilateral foraminotomy, anterior interbody anthrodesis with iliac crest structure bone graft <(>&<)> stem bon.